Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter and contour next test strips from lot # 8kpef01b for evaluation. However, the returned test strips expired on 31-oct-2020. Therefore, the returned meter was tested with the in-house contour next test strips from lot # 0gpeg01a using a blood sample, which gave a satisfactory performance. Additionally, a device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found. Based on the information received upon the return of the product, the lot # of the suspected contour next test strips has been updated in section d4.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that she obtained low readings on the contour next link 2.4 meter. No specific readings were provided. While the reading on the meter was low, the customer was experiencing symptoms of hyperglycemia such as feeling thirsty, frequent urination, nausea, abdominal pain, weakness, and confusion. The customer took 1.25 units of insulin. However, as she was still feeling unwell, she went to the hospital. In the hospital, she obtained a blood glucose reading of 480 mg/dl. The customer stated that she underwent ketoacidosis. The customer was given humalog intravenously and was kept hydrated. The customer recovered well after the treatment. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.